Event description:
The customer reported when user charge device times is too long. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.